Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combinations. Per wi-3430, revision c a device history record review is no longer required for the provided product codes. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address elevated metal ion levels. Update (B)(4) 2013 - legal claim received. The doi was provided. There is no new additional information that would affect the existing MDR decision. Update rec'd ((B)(4) 2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from metallosis, cystic fluid collection and a soft tissue granuloma. Update rec'd (B)(4) 2014 - pfs and medical records received. After review of the medical records the revision operative note indicated a malpositioned cup that wasn¿t revised due to the acetabulum itself being thin. A leg length discrepancy was also indicated. Black material was noted between the liner and cup, but no metallosis was mentioned. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.